Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with meropenem injection (1mg) and vancomycin injection (1mg). Patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment was discontinued (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the peritonitis was manifested by cloudy pd effluent. The cause of the peritonitis was unknown. The patient was treated with meropenem injection (1gm, intraperitoneal, once daily, ongoing) and vancomycin (1gm, intraperitoneal, every 3rd day, ongoing) for the event. Pd therapy was ongoing. On an unknown date, patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.